Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was slightly loose on the stand, due to the missing/stripped screws. The customer then reported that the central processing unit (cpu) tray was replaced, and the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the central processing unit (cpu) tray cover has loose screws due to the old worn-out rubber footing. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the cpu tray cover had loose screws due to the old worn-out rubber footing and was not sitting properly on the rolling cart. The investigation is ongoing.